Manufacturer narrative:
Event summary: the patient data files showed nine injections were performed with catheter 2af284/54570-48 and confirmed system notice (#(B)(4)) was received indicating that the system detected a software error and stopped the injection at the fourth injection. No product has been returned for investigation. This is a clinical issue encountered during the procedure. In conclusion, the reported issue (pulmonary vein stenosis) cannot be confirmed through data analysis. Product was not returned for investigation. This is a clinical issue encountered during the procedure.

Event description:
It was reported that a long period of time following a cryoablation procedure, left superior pulmonary vein (lspv) stenosis was confirmed. No symptoms were noted and no intervention was required. The case had been completed with cryo. No further patient complications have been reported as a result of this event. On (B)(6) 2018, 11:19:40: incoming information indicated that intervention for the stenosis is scheduled for a later date.